Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor also, unable to perform basic occlusion, occlusion and excessive no delivery test due to prime anomaly. However, the insulin pump passed self-test, unexpected restart test and operating currents measurement were normal. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.